Event description:
It was reported that there were coupling or communication issues with a stimulator. It was suspected that the implantable neurostimulator had over discharged. The patient last felt stimulation in 2008, but does not suspect any falls or trauma. The patient's last successful recharging session was a couple of years ago. Patient expressed interest in explanting the stimulator since it had not been working for quite a while. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377645, lot# v008189, implanted: (B)(6) 2006, product type: lead. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).